Event description:
Hamilton co was informed in 2004 of an event that occurred that same day, in which the hamilton microlab at +2 instrument reportedly did not pipette reagent in row h. No death or injury resulted from this event.